Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the bolus screen. Reportedly, the customer triggered the quick bolus feature on the pump prior to contacting tandem technical support in order to clear the screen, and resume insulin therapy. Customer's blood glucose was 355 mg/dl.